Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an rga (return good authorization) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inop (inoperable), motor fault, circuit disconnect, low pip (low peak inspiratory pressure), low ve (low minute ventilation), xdcr fault (transducer fault) alarms. The customer performed trouble shooting, but the issue was not resolved. The customer reported the turbine differential pressure transducer failed through calibration testing. The customer reported no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 800). This issue will be internally investigated within carefusion.